Event description:
It was reported messages appear each time the programmer is rebooted and an attempt is made to interrogate an adapta dr implantable pulse generator. The following programmer messages appear: "cannot perform battery and lead measurements", "polarity configuration is still in progress", and "quick look follow up, generating complete report". The service disk was tried. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the hard drive was found to be out of specification. Product: 2290 pacing system analyzer. (B)(4).